Manufacturer narrative:
Additional information was received from the customer indicating there was no load affected as they were running an empty cycle. There was only a bi inside. Therefore, there is no risk to any patients if there was no load involved. This is not considered to be a reportable incident.

Manufacturer narrative:
(B)(4). Suspect positive bi.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle. It is unknown if the affected load was recalled or released for use. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.